Event description:
It was reported the patient experienced intermittent headache, itching, burning sensation and difficulty walking. The catheter was explanted on (B)(6) 2012. The reason for catheter removal was noted as "other". The patient symptoms have improved somewhat with a decrease in headaches, improved spasticity and walking and no episodes of itching/burning sensation. There was no injury and the patient recovered with sequela.

Event description:
It was reported that experienced symptoms of headache and increased spasticity beginning 6 months prior to the report. A catheter dye study and CT scan were performed and showed normal results. The catheter was replaced on the day of the report because the patient symptoms were persisting. During the replacement a rotor study was also performed and showed normal results. The night prior to the report the patient reported the pump vibrating in the middle of the night like a "cell phone does when you have it on vibrate mode". The patient was sleeping and woke up from it. There were no other devices or cell phones near the patient at that time. The pump was programmed at flex mode with boluses given at 1200, 1800 and 0000. The reporter noted that the patient had colitis and wondered if that could have been what the patient felt. The pump event logs were normal. It was later reported that the catheter was to be sent back for analysis and the patient outcome was unknown. The device system as used to deliver lioresal (baclofen). Additional information has been requested but was not available at the time of this report.

Event description:
Additional review indicated that the health care provider suspected that the patient was in withdrawal.

Manufacturer narrative:
Product ID 8709sc, lot# n280388002, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): analysis of the (B)(4) catheter revealed a compressed area of the catheter body due to patient anatomy which possibly caused an occlusion. The compressed area was seen between the 23 and 24 cm markings. Also of note were indents in the catheter that indicated the catheter's anchor had been located just proximal to the compressed area. The indents were 1.2 cm apart which was the same length as the anchor. The area with the anomaly may have been compressed enough to cause interruption of delivery of drug through the catheter. Also of note were coring and a slight tear in the cup of the sc connector. No leaking was seen from this area during pressure testing.

Manufacturer narrative:
(B)(4). Corrected information: the initial manufacturer report should have had (B)(4) 2012.